Manufacturer narrative:
Analysis of the pump revealed no anomalies, and it passed all non-destructive testing. The pump was returned with possible reservoir access problems, though no reservoir access problems were encountered during analysis. The fluid path was destructively analyzed, and no issues were encountered. (B)(4).

Event description:
It was reported that on (B)(6) 2014, volume discrepancies were noted as the expected reservoir volume (erv) was 4.9 milliliters (ml) and the actual reservoir volume (arv) was 11 ml. The cause of the discrepancy was unknown. The fluid was yellow in appearance and clear. The physician thought the pump was empty but he was not sure. The representative thought there may have been a pocket fill based on the fluid that was found in the pocket at the replacement. However, the physician denied that a pocket fill occurred. The fluid was not sent for testing. On (B)(6) 2015, the patient had flu-like symptoms including increased pain, was not feeling well, nauseated, vomiting and some shakiness. The location of the symptoms or issue was the overall body. The pump was interrogated then aspirated to which there was the inability to withdraw any fluid at that time. At that time the physician prescribed medications, medical intervention. Troubleshooting included a dye study and x-rays. The physician was unable to aspirate but was able to inject contrast which highlighted the cerebrospinal fluid (csf). The patient was schedule for a pump replacement on (B)(6) 2015. It was unknown if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine and bupivacaine. It was later reported that the patient¿s pump was replaced and the patient received a new pump connector as well on (B)(6) 2015. The patient was doing very well post-op and receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, partially explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.